Event description:
Per the clinic, the patient experienced an infection at the implant site.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced swelling at the implant site and subsequently was prescribed oral antibiotics (specific date and duration not reported).